Manufacturer narrative:
(B)(6). Patient weight is not available for reporting. This report is for unknown quantity of unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for unknown quantity of unknown screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient had a radius and ulna open reduction internal fixation (orif) with a 2.7 mm plate and unknown screws. On (B)(6) 2016 the plate and an unknown number of screws were removed intact due to a non-union. The patient was revised with an iliac crest auto graft and two (2) plates. There was no delay in surgery and patient was reported as stable. This report is for unknown quantity of unknown screw. This is report 2 of 2 for (B)(4).